Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a broken belt clip slot, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads. The data listed from (B)(6) 2015 to (B)(6) 2015 showed the daily insulin total average was from 12.350 to 21.6 units, the total basal was 21.6 units and the total bolus was 0 units.

Manufacturer narrative:
Information has been updated which was not included with initial. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away in a hospital. The official cause of death is unknown. The caller stated that once the customer got to dialysis she had severe shortness of breath and was transferred to the emergency room due to diabetic ketoacidosis and high blood glucose of over 1200 mg/dl. The caller stated that the customer had multiple medical conditions, including kidney failure. The customer's blood glucose at the time of death is unknown. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump. The caller stated that they have tried inserted a battery in the insulin pump and it alarmed battery out limit and a21. There was no data in the device when the caller attempted an upload. At the time of the phone call there was no battery in the insulin pump. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.